Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip would not deploy. The procedure was completed with another resolution clip 360 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the clip would not deploy. The procedure was completed with another resolution clip 360 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Problem code 2906 captures the reportable event of clip would not deploy. Investigation results: a visual examination of the returned complaint device noted that the clip assembly was returned with one arm broken at the middle section. A kink was noted at the proximal section of the catheter. Microscope examination was performed on the clip assembly, and it was observed under high magnification that the broken section of the arm showed evidence of corrosion. It was also possible to observe that the tabs of the capsule were locked, indicating there was evidence of first activation. Functional evaluation was performed using a tortuous fixture, and the device was able to release from the catheter successfully. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. Investigations are in place to address these issues. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.